Event description:
The ge oec 9600 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective hard drive. The hard drive was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.